Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level exceeded 500 mg/dl. A manual correction injection was administered to address elevated bg. Reportedly, the customer continued to use the pump for insulin therapy.